Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the camera was not tracking the reference frame or probe right before registration. No fault lights were seen on the camera. The spheres were changed and the system was restarted and there were no more issues with the case. It was noted that the next case went as expected without issue as well. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.